Manufacturer narrative:
The complaint catheter was not returned, so further analysis of that device is not possible. A comparative catheter was pulled and tested for rated burst pressure. The labeled rated burst pressure for this device is 4 atm. The comparative catheter was taken to rbp and did not burst. It was inflated until it did burst, and that was not until 7 atm. The complaint states that the balloon was being used for severe as. It is possible that the nature of the stenosis played a role in the balloon burst. According to the report, the balloon burst right at labeled rbp. Not returned to manufacturer.

Event description:
As per the report from (B)(6): "while doing a valvuloplasty, the balloon burst in the patient body. The balloon was being used for severe as. An inflation device with pressure gauge was used. A 9fr introducer sheath was used. The catheter shaft was not kinked. There was nothing unusual about the patient anatomy. Patient was fine post procedure. A second balloon was not used. The balloon ruptured circumferentially at 4 atm."

Manufacturer narrative:
The complaint catheter was not returned, so further analysis of that device is not possible. A comparative catheter was pulled and tested for rated burst pressure. The labeled rated burst pressure for this device is 4 atm. The comparative catheter was taken to rbp and did not burst. It was inflated until it did burst, and that was not until 7 atm. The complaint states that the balloon was being used for severe as. It is possible that the nature of the stenosis played a role in the balloon burst. According to the report, the balloon burst right at labeled rbp. Follow up 001 - updated to correct the 510(k) number referenced.

Event description:
As per the report from bis: "while doing a valvuloplasty, the balloon burst in the patient body. The balloon was being used for severe as. An inflation device with pressure gauge was used. A 9fr introducer sheath was used. The catheter shaft was not kinked. There was nothing unusual about the patient anatomy. Patient was fine post procedure. A second balloon was not used. The balloon ruptured circumferentially at 4 atm."